Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) low negative pressure alarm. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields- b4, d8, d9, g1(contact person- mfg site), g3, g6, h2, h3, h6 codes(investigation ypes, findings, conclusion), h11. A getinge field service engineer (fse) checked the drive valve group and safety disk and found to be normal. The machine motor was tested after maintenance and found to be normal. The equipment passed all factory-specified performance and safety index tests. The equipment has been delivered to the customer and can be used clinically.

Event description:
N/a.